Event description:
It was reported that an asymptomatic patient presented in clinic for evaluation of right ventricle lead noise recorded on stored electrograms. The noise could be reproduced with isometrics. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.